Manufacturer narrative:
(B)(4). G2: foreign - event occurred in taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during use, the device failed to fire on the first attempt, and on the subsequent attempt both anchors fired simultaneously. Attempts have been made and no further information has been provided.